Event description:
During a herniorrhapy procedure, the suture broke easily. The surgeon applied another product. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.